Event description:
It was reported during a percutaneous transluminal coronary angioplasty/stent procedure following successful stent deployment resistance was met while removing the delivery system. Attempts to remove the delivery system were unsuccessful. The pt developed chest pain and was sent for bypass surgery.